Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter rupture was confirmed. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 8 cm and 9 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, compression style damage was observed between the 1 cm and 2 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the compression damage nor the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a it was reported that an partial rupture of the device about 8-9 cm from the exit site is reported. It is confirmed that there were no consequences for the patient, except for the need for reimplantation. The accident occurred after use. It is not contaminated with blood or chemotherapy. The problem occurred during physiological infusion. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter placed in the basilic vein on (B)(6) 2024 and removed (B)(6) 2024. 4cm exit site markings. Catheter secured with securacath, PICC dressed straight along patient's arm. Saline used to lock the catheter between use. Patient symptoms: internal extravasation. Chloredixin gluconate g 2; ethyl alcohol g 65, 74: glycerine; co-formulated and purified water q.s. To 100 used to clean catheter site during dressing change.

Event description:
It was reported that an partial rupture of the device about 8-9 cm from the exit site is reported. It is confirmed that there were no consequences for the patient, except for the need for reimplantation. The accident occurred after use. It is not contaminated with blood or chemotherapy. The problem occurred during physiological infusion. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter rupture was confirmed. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 8 cm and 9 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a it was reported that an partial rupture of the device about 8-9 cm from the exit site is reported. It is confirmed that there were no consequences for the patient, except for the need for reimplantation. The accident occurred after use. It is not contaminated with blood or chemotherapy. The problem occurred during physiological infusion. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter placed in the basilic vein on (B)(6) 2024 and removed (B)(6)2024. 4cm exit site markings. Catheter secured with securacath, PICC dressed straight along patient's arm. Saline used to lock the catheter between use. Patient symptoms: internal extravsation. Chloredixin gluconate g 2; ethyl alcohol g 65, 74: glycerine; co-formulated and purified water q.s. To 100 used to clean catheter site during dressing change.